Event description:
Covidien dover 100% silicone silver-hydrogel coated premium urine meter foley tray with 16fr/ch (5.3mm), 5ml catheter pre-connected to 2000ml drainage bag with luer-lock sampling, temperature sensor and adhesive catheter securement. The device malfunctioned as it allowed fecal matter to migrate into the tubing that connects to the temperature probe. This allows the fecal matter to migrate into the patient's bladder and has the potential to cause infection / sepsis. FDA safety report ID# (B)(4).